Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace associated with this complaint and completed investigations. Failure analysis found the primary finding of instrument does not match complaint description to be related to the customer reported complaint. The returned instrument still has the blade attached. No product issue was identified. Additionally, the instrument was found to have blade damage at the midpoint of the blade. The curved blade was found to have multiple indentions. There were not any signs of corrosion that would have contributed to the blade damage. The instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the midpoint of the pad along the edge. There was no material found missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that all fragments were retrieved during the same procedure. There was no additional surgical procedure required to remove the fragment. The instrument was in use for 5 minutes prior to the issue and it was inspected with no abnormalities. Tissue separation was being performed when the device fragment fell inside the patient. It was noted that there was an instrument tip collision. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Upon final removal of the instrument, the surgical staff did not feel any resistance upon removal through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Also, the surgical staff did not notice any other damage to the instrument after the event occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Review of the provided image was consistent with the blade being completely detached.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.